Event description:
It was reported that a patient underwent a semi-open lobectomy procedure on (B)(6) 2015 and suture was used. During the procedure, the suture came off before the break point was broken. Another like device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional information was received that indicates this event does not meet malfunction reporting criteria this event therefore is not reportable.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.